Event description:
A home patient (hp) contacted baxter's technical service center regarding a bag that fell and disconnected. The hp stated there was no alarm. The hp requested assistance to remove the cassette. The technical service representative (tsr) assisted the hp to end the therapy. The hp confirmed to setup with new supplies. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the issue was a supply bag fell and disconnected. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.